Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Final analysis confirmed complaint of device in backup operation mode. Cause of the complaint was a power on reset. No further anomalies were found. (B)(6).

Event description:
It was reported that prior to implant the implantable cardioverter defibrillator exhibited backup operation. The device was not implanted.